Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a 'vad stop'. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The pump would be sent back to heartware.

Event description:
It was reported by the vad coordinator that the flow and power began to rise shortly after starting the pump during the implantation procedure. It was initially believed that flow settling was occurring, however, the power increased to greater than 25, and the device alarmed "vad stopped". Upon review of the echocardiogram (echo), it appeared there was a left ventricular (lv) thrombus; however, the surgeon was not able to identify this on visualization post-coring. The controller was exchanged and the same issue occurred. Bypass was subsequently re-instated and pump was turned off. A pump exchange was performed along with further inspection of the ventricle. Trabeculae and possible "very small thrombi" were removed. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: pt birthdate: year 1995 changed to 1994. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event.  Review of the manufacturing records revealed that the associated device met all requirements prior to release. The reported event was confirmed via review of the controller log files which revealed 1 high watt alarm and 1 vad stopped alarm on the reported event date. Analysis of the device revealed that the device passed dimensional verification. Functional testing revealed a power shift condition during the post explant wet test which does not correlate with the complaints as this was not the source of the reported increase in power consumption. The power shift condition was not present at the time of pump release which may suggest it was introduced during the implant procedure. Additionally, this deviation does not correlate with the reported complaint as the maximum power attained during the power shift 2.2 watts is significantly below the power threshold of 16 watts set during the procedure and therefore unable to trigger the reported high power alarms and/or vad stop event. Visual examination revealed a circumferential band of scoring approximately around the inflow region of the upper housing ceramic surface. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report did not reveal any evidence of thrombus within the pump. However, the site found small thrombi during explant which correlates with the reported high power consumption.  There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. It is likely that the thrombus got ingested into the pump leading to the reported vad stop event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event.   Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.